Event description:
There were two isolated cases of finding a small hole in evaqua ventilator tubing within the same week. The first case was an adult circuit and the second case was a neonatal circuit. In both cases the ventilator started alarming for low saturations, the holes were identified, and the tubing was changed. Once the tubing was changed the issue was resolved.